Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box shows evidence of a sudden voltage drop on (B)(4) 2013 from 1.34v to 1.25v. The battery was not returned with the pump for investigation. Visual inspection found no damage to the battery compartment or to the battery cap, and there was no evidence of moisture inside the battery compartment. The pump powered on normally and was exercised for 30 minutes, and the overheating was duplicated. Pump electrical draws were tested and were found to be above specification. The pump cover was removed and two individual pcb components were found to be overheated. When the two components were removed, the current readings and temperature returned to normal specification. Unrelated to the complaint, investigation revealed that the keypad was torn over the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation also revealed that the contrast keypad button is intermittently responsive. There was evidence of keypad contamination found under all key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue: when she changed batteries last night and this morning, the batteries were very very hot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.